Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, the handle of the device broke when firing. Opened another device to complete the case. There was no consequence to patient.